Event description:
It was reported that an ilet user experienced an occlusion alert for multiple hours, did not troubleshoot or acknowledge the alert, and insulin delivery was suspended, after which a fingerstick blood glucose of 445 mg/dl was recorded; the user did not report symptoms, and the event was associated with high glucose and an insulin occlusion involving the infusion set and cartridge. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included temporary interruption of insulin delivery with subsequent education and restoration of therapy after a complete supply change, with guidance to allow time for glucose regulation. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user not understanding the occlusion alert and the need to perform troubleshooting, with successful resolution after supply change and resumption of delivery. It was concluded that the event was due to an occlusion with user-related factors contributing, and that device function was restored following supply replacement and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.